Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused prostate cancer. The patient did not report receiving any medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found evidence of an unknown contamination and keratin contamination in the interior side of the front panel, airpath, blower, blower outlet seal and in the wire pass-through grommet recess. The manufacturer found no evidence of sound abatement foam degradation /breakdown. The device's event log was reviewed by the manufacturer and found no errors logged. The device was applied power and the device operated properly. The manufacturer concludes the contaminates found were consistent with an unknown contaminate and keratin, contamination inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused prostate cancer. The patient did not report receiving any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.